Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, post paced t wave oversensing was observed on the device. Technical support was contacted for reprogramming recommendations. No intervention has been performed at this time. The patient was stable and will continue being monitored.